Manufacturer narrative:
The reported ¿loss of efficacy¿ was not able to be confirmed. Analysis of the returned ipg found it was inoperable when received. When queried with a known good battery the device was found to be in service app state and it had not logged eri or eol. Ipg logs were not able to be recovered and further testing was not able to be performed due to service app state. The report stated that the patient did have effective therapy and that reprogramming was attempted prior to explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2020-32357, 1627487-2020-32358, 1627487-2020-32359. It was reported that the patient was experiencing ineffective therapy. Reprogramming was attempted with no success. In turn, surgical intervention was undertaken wherein the system was explanted.